Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2018-03420, reference MFR. Report: 3006705815-2018-03422. It was reported the patient wants the scs system explanted (unknown reason). Surgical intervention may be undertaken at a later date.

Event description:
Device 2 of 3: reference MFR. Report: 3006705815-2018-03420. Reference MFR. Report: 3006705815-2018-03422. Follow-up information revealed that the patient felt he was not getting the level of relief he desired. Physician recommended for the patient to allow more time in order to evaluate the effectiveness of the therapy.